Event description:
A passeo-35 balloon catheter was selected for treatment of a mildly calcified lesion in a central vein. It was not possible to inflate the passeo-35 balloon catheter. The balloon was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The balloon of the complaint instrument has burst in transversal direction about 36 mm proximal to the distal x-ray marker. Microscopic inspection revealed parallel scratches on the balloon surface in close vicinity to the tearing edge which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy. It should be noted that the passeo-35 peripheral dilatation catheter is indicated to dilate stenosis in the renal, iliac, femoral, popliteal and infrapopliteal arteries.